Event description:
Related manufacturer reference number: 2017865-2022-10250 and 2017865-2022-10251. It was reported that the patient presented to the clinic with pain and redness at the device site. The patient's implantable cardioverter defibrillator (ICD) pocket was infected. The ICD, right atrial lead, and right ventricular lead were explanted. The patient was in stable condition throughout the procedure.